Event description:
According to the available information, the district nurse visited to change blocked folysil catheter. The balloon was deflated of 9.6ml and gently removed the folysil catheter with some resistance at removal but successful. However, it caused high pain the nurse administered the lidocaine gel with sterile technique inserted a new bard as per health new zealand protocol. Nurse inflated the balloon and noticed the balloon connection inflating have tried several attempts to maneuver the bard catheter further inside but unable to proceed. The nurse attempted once more maneuvered the bard catheter more towards the medial suprapubic abdomen region with success.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: unknown date.